Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the unit will not run on battery power for more than 10 minutes. The customer additionally reported that biomed tests cannot duplicate the complaint and the unit has been on battery power for 2+ hours without turning off. No consequences or impact to patient were reported.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was found to have a depleted battery. Battery was received unconditioned, resulting in the battery not charging to acceptable capacity. Following battery reconditioning per the operator's manual the battery charged to acceptable capacity. Device remained on battery for 5.5 hours prior to low battery alarm and shutdown. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event., corrected data.